Manufacturer narrative:
(B)(4). The customer returned an opened cvc kit for evaluation which included the majority of components including the spring wire guide assembly. The cap that attaches to the straightener tube on the guide wire assembly was not returned. Neither the guide wire nor any of the other components showed any evidence of use. Visual examination revealed the distal end of the guide wire is protruding from the straightening tube of the assembly and is kinked in two locations. The guide wire assembly was returned without the cap which keeps the guide wire retracted within the advancer assembly. The kinks observed are consistent with the guide wire advancing slightly out of the assembly and coming in contact with other components during shipping and handling. The customer did not report whether the cap was secured to the assembly upon opening the kit. Microscopic examination confirmed the kinks. No other damage to the components were observed. Both guide wire welds were full and spherical. Other remarks: the two kinks in guide wire body were located 2.9cm and 3.2cm from the distal tip. The overall length and the outer diameter of the guide wire were measured and were found to be within specification. Resistance was met when attempting to advance the kinked section of the guide wire through the straightener tube. A manual tug test confirmed both the distal and proximal welds are intact. A device history record (DHR) review was performed on the kit and the guide wire assembly and no relevant manufacturing issues were identified. The report that the spring wire guide was found to be kinked prior to use was confirmed through visual examination of the returned sample. The returned guide wire was kinked in two locations towards the distal end of the guide wire. Dimensional inspection of the sample did not reveal any manufacturing related issue. The guide wire and the assembly were returned in the opened kit without the assembly cap. The damage observed is consistent with the cap coming off during transit. A DHR review was performed and did not reveal any manufacturing/packaging related issues. Based on the observed damage and the customer report, the probable cause of this issue was determined to be shipping and handling related. A conclusion code could not be found.

Event description:
The customer alleges that when the md opened the set for use, the swg (spring wire guide) was bent. Therefore, the procedure was completed using the same product.

Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation is pending at the time of this report.

Event description:
The customer alleges that when the md opened the set for use, the swg (spring wire guide) was bent. Therefore, the procedure was completed using the same product.